Manufacturer narrative:
Inaccurate scale due to fowler actuator rubbing on frame.

Event description:
It was reported by service report that the scales were not working properly. No patient involvement or adverse consequences are reported.